Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clip applier jaws moved to the side when attempting to fire a clip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no noted damage to the instrument and the rough unintended motion occurred while attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. Due to the unintended motion, the clip fell; however, was retrieved same procedure. The patient has not returned to the hospital due to experiencing any complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The failure analysis investigations confirmed the customer-reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. Additionally, the clip applier instrument had one grip bent near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.